Manufacturer narrative:
The pump passed the displacement test. The pump failed the unexpected restart test and rebooted with an unexpected restart error alarm due to c-13 broken solder joint.

Event description:
It was reported that the insulin pump had pump error alarm by changing battery all data was lost. The customer¿s blood glucose was unknown. It was happened by battery change and had happened the last 5 battery changes. The insulin pump will be returned for analysis.